Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump is alarming no delivery repeatedly. Customer's blood glucose was 413 mg/dl, treated manually. Customer was at the gym and the device alarmed. Customer's blood glucose was unknown. Troubleshooting was performed and the device alarmed no delivery before performing the fixed prime. Customer stated insulin did exit and the device alarmed. Customer then manually pushed insulin with the plunger and insulin didn't exit. Customer was advised to change the infusion set and reservoir. Customer is not returning the reservoir for analysis.